Event description:
It was reported that during a procedure at the user facility the device was inaccurate during a procedure. During a posterior fusion percutaneous case the device was found to have been inaccurate for a screw and tap placement and use of the device was aborted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by user

Event description:
It was reported that during a procedure at the user facility the device was inaccurate during a procedure. During a posterior fusion percutaneous case the device was found to have been inaccurate for a screw and tap placement and use of the device was aborted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.